Manufacturer narrative:
The event of high impedance was reported to abbott. One lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-03263. It was reported one of the patients leads displayed high impedance. As a result, surgical intervention was undertaken during which one of the leads was explanted and replaced. Surgical intervention addressed the issue. Note: both of the patients leads are being reported as it is unknown which lead was explanted.